Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).

Event description:
It was reported that the customer experienced issues with air bubbles coming from multiple cartridges, and appearing throughout the patient line and luer lock. Cartridge and tubing were changed during troubleshooting, and insulin delivery was resumed with no air bubbles present. Customer had elevated blood glucose levels (approximately 300 mg/dl), and some ketones present.